Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital- noting due to character limit. The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a scratch on switch#1. In addition to the foreign material found in the nozzle, other evaluation findings are as follows: the adhesive on the bending section cover had a chip, a crack, and a white clouded area; the adhesives around the objective lens and the light guide lens also had white clouded areas; switch#1 and the protector of the universal cord on the suction connector side were scratched; the paint on the suction cylinder was peeled; and there was a dent on the plastic distal end cover. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material, but believe it's related to water quality. There was an unspecified delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution, but they did not presoak the endoscope in the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had a pinhole. There was no report of patient harm. The device was returned, evaluated, and foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.